Event description:
It was reported that the customer's blood glucose was high and paramedics were called and transported him to the hospital. The customer's blood glucose was 553 mg/dl. Troubleshooting was performed. The alarm history revealed that the device had an alarm. Ran a fixed prime test and the insulin did not exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.